Event description:
An internal investigation on insertion difficulty determined the root cause as ¿process/procedure¿ due to the following: lead model 303 assembly document in one manufacturing facility allows to wet connector in water for lubrication, if required. This is not a common practice during assembly process at the other manufacturing facility. The large o-ring boot diameter is critical and has direct impact on the maximum insertion force. The tolerance on specification of large o-ring boot diameter is not appropriate considering this dimension being critical and related to the insertion difficulties experienced in field.

Event description:
A report was received stating there was a high impedance problem for a lead during an implant. The lead was unable to be implanted due to it causing high impedance. The high impedance was reportedly not related to lead insertion difficulties. The lead was replaced with a second lead and system diagnostics returned impedance values within normal limits. The lead with high impedance during attempted implant has not been received by the manufacturer to date. No further relevant information has been received at this time.

Event description:
The lead that was not implanted due to the high impedance was returned to the manufacturer for analysis. The return product form received with the lead stated that part of the reason for the return was difficulty inserting the lead. Analysis has not been completed to date.

Event description:
The returned lead assembly had analysis completed where the gross visual analysis found the small o-ring detached from the connector pin. The average dimensional measurements of each individual lead portion showed that the device was within dimensional specifications. A half set of screw marks was identified on the end of the connector pin, showing that the lead had not been fully inserted into the generator cavity. The was also inserted into a test generator and was fully inserted without any noted issues.